Event description:
The patient underwent a sling procedure in 06 and at the time of surgery, a buttonholing of the vagina was noted. The site was oversewn but later broke down and tape is now exposed. The surgeon planned to remove the exposed tape on 04/06.